Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on available information, cause for the reported gripper actuation and poor imaging could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains implanted in the patient. The device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patent presented with functional mitral regurgitation (mr) grade 3+, with pure annular dilation. The first clip delivery system advanced. Reportedly, there was difficulty with visualization. During the first gripper orientation test in the left atrium, a delayed descent of one gripper was noted. Standard troubleshooting was performed. Due to the difficult imaging, it was not clear if this was a malfunction or due to imaging. A second gripper actuation test was performed without further issues reported, and the clip was implanted. A second mitraclip was implanted medial, without a device issue. The mr had been reduced to grade 1+. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided.